Event description:
Three (3) days post breast augmentation procedure the pt experienced difficulty removing the catheters at home. [Total of two (2) catheters] later that same day she made a doctor's visit for removal of the catheters. The dr removed one catheter with no problem. While the dr was attempting to remove the second catheter - it broke, leaving a fragment inside the pt. To date, the dr and pt have chosen to leave (not remove) the remaining fragment. The doctor indicated that the pt is doing fine.